Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia through placement in a laparoscopic procedure. It was reported that after implant, the patient experienced small bowel adhesions and mesh infection. Treatment includes surgical removal of the mesh approximately eight months after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small bowel adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and mesh infection. Post-operative patient treatment included surgical removal of the mesh approximately eight months after implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small bowel adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, mesh infection, fistula formation, bowel obstruction, & inflammatory reaction. Post-operative patient treatment included surgical removal of the mesh, revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced ventral hernia, multiple cases of sepsis, abscess, fluid collection, small bowel adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, mesh infection, fistula formation, bowel obstruction, inflammatory reaction, small bowel distention, ileus, sinus tract, pneumobilia, gas and fluid collection, labs abnormal for wbc; hemoglobin; hematocrit; albumin; glucose; potassium; calcium; protein; creatinine; iron; magnesium, open wound, thickening mucosal, compressed colon, scarring, edema, positive for e. Coli; candida; streptococcus anginosus; klebsiella pneumonia; yeast, loculations, constipation, dilated small bowel loops, stranding of the mesenteric fat, fistulous connection with small bowel, respiratory failure, anxiety, abdominal pain, fever, nausea, vomiting, purulent fluid, discomfort, malaise, mild discharge, chills, tachycardia, hypovolemia, leukocytosis, wound infection, acute renal failure, electrolyte abnormalities, iron deficiency anemia, scar tissue, erythema, wound dehiscence, fecal matter draining from surgical site, severe dehydration, microcytic anemia, hypokalemia, hypomagnesemia, urinary tract infection with cystitis, hypertensive urgency. Post-operative patient treatment included diagnostic radiology, surgical removal of the mesh, revision surgery, hernia repair with mesh, x-ray, CT scan, abscess drainage procedure, lysis of adhesions, resection of blind end of hepaticojejunostomy, small bowel resection, ICU, intubation, IV sedation, ng tube, ventilator support, multiple ultrasound guided access of a vein, placement of tunneled central venous, tpn, medication, wound care, IV antibiotics, blood transfusions, IV fluids, IV pain medication, fluid collection aspiration, drainage, catheter placement, IV antifungals, multiple hospitalizations, CT guided drain placement, electrolyte replacement, emetics, antibiotics, incision, drainage of abscess, fluoroscopic procedure for IV access, small bowel, enterocutaneous fistula resection, potassium replacement, clear liquid diet, wound exploration, wound culture, removal of skin staples.

Manufacturer narrative:
H6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; albumin; glucose; protein; creatinine; iron, ileus, sinus tract, pneumobilia, gas collection, thickening mucosal, stranding of the mesenteric fat, leukocytosis, fecal matter draining from surgical site, microcytic anemia, hypokalemia, hypomagnesemia). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced ventral hernia, sepsis, abscess, fluid collection, small bowel adhesions, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, mesh infection, fistula formation, bowel obstruction, inflammatory reaction. Post-operative patient treatment included diagnostic radiology, surgical removal of the mesh, revision surgery.